Event description:
On (B)(4) 2014 - catheter returned to manufacturer and is severed inside of bag. (B)(4).

Manufacturer narrative:
A lot history review (lhr) of rexl0856 showed no other similar product complaint(s) form this lot number. The complaint of a severed catheter was confirmed and was found to be use-related. The returned product was one 20g 8cm powerglide device. The catheter and catheter handle had been disassembled from the device housing. Blood residue was seen throughout the returned catheter segment. The catheter appeared to have been severed, and its distal tip was pointed, resembling a needle tip. The length of catheter was 2.0cm measured distal to the luer hub. Another segment of catheter was returned and was measured to be 5.6cm long. The remaining length of catheter was not returned for evaluation. Microscopic examination of the distal tip of the proximal catheter segment revealed defined edge and glossy veneer. The distal tip of the proximal catheter segment exhibited a v-shape. The proximal tip of the distal catheter segment exhibited a slanted, cross-sectional split. The damage to the catheter was characteristic of pulling the catheter back ober the needle after partial catheter advancement.